Manufacturer narrative:
The thermogard console (sn (B)(4)) was returned for service loaner return. As part of routine service, the console was tested and during initial power up, displayed tcmid:04 (ce response timeout) error message on the display panel screen. The root cause was due to the loose connection between j9 connector and the input/out processor board. Upon replacement of the processor board, the console was further tested to full specification.

Event description:
The thermogard console (sn (B)(4)) was returned for service loaner return. As part of routine service, the console was tested and during initial power up, displayed tcmid:04 (ce response timeout) error message on the display panel screen.